Event description:
The recipient is reportedly experiencing pain and migraines. The recipient was prescribed topical 4% lidocaine and amitriptyline. The recipient was hospitalized on (B)(6) 2018. The recipient ceased device use. The recipient was injected in 3 different areas with a blocker and steroids, however, the pain has not subsided. The recipient will receive 2 more treatments of a blocker and steroids.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding recipient status were unsuccessful. This is the final report.